Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced positioning issues. The positioning issue occurred the evening of the implant day into the next morning. The patient had gone to the operating room for a coronary artery bypass graft (CABG) surgery. Placement was confirmed on transesophageal echocardiogram before leaving the operating room. Later that night into the early hours of the next morning, the pump migrated into the aorta. The intensivist and the interventional cardiologist discussed plans. The patient was hemodynamically stable, and the plan was to remove the pump the next morning anyway. There were no perclose in place. Therefore, a vascular consult was called for removal and repair. The physician pulled the impella back into the descending aorta and turned it to support level p-2 for the rest of the night until the patient could go back to the operating room the next morning for the pump removal. It was stated there were no problems, adverse events, nor was there any harm to the patient. The pump was successfully removed in the operating room with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.